Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the cdh33 instrument does not staple correctly. The surgeon hand sutured to complete the case. 3/6/2000 it was reported by the affiliate the staple line was incomplete.